Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead inadvertently caused ventricular tachycardia during a routine implant procedure. The patient was externally rescued. The patient converted to normal sinus rhythm. There were no additional adverse patient effects. The lead remains in service.